Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The ht bmw universal ii guide wire (gw) was used in the procedure; however, when attempting to remove a balloon dilatation catheter (bdc) resistance was noted between gw and bdc. Therefore, both devices were removed as a single unit. Another unspecified gw was used to continue the procedure. There was no adverse effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that a build-up of procedural contaminants (blood, contrast) on the guide wire and/or interaction with the moderately calcified, moderately torturous and 80% stenosed anatomy contributed to the reported difficult to remove. Interaction/manipulation of the device likely resulted in the noted bent core. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.